Event description:
It was reported that the rover is spewing blue fluid. No further information has been provided.

Manufacturer narrative:
The field service technician was not able to confirm the reported event. No issues were found with the rover.

Event description:
It was reported that the rover is spewing blue fluid. No further information has been provided.